Event description:
It was reported that the procedure was to treat a moderately tortuous, heavily calcified, concentric mid and proximal right coronary artery. On (B)(6) 2013 a 3.0 x 28 mm xience prime was implanted in the proximal to mid right coronary artery. Post-dilatation was performed and using intravascular ultrasound (ivus), the stent was confirmed to be fully apposed. On (B)(6) 2013 the patient experienced chest pain. Angiography was performed and in-stent thrombosis was confirmed. A non-abbott stent was implanted to treat the thrombosis. The patient's condition was good. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effects of angina and thrombosis are listed in the xience prime everolimus eluting coronary stent system instructions for use as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.